Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian african american female patient underwent a primary breast augmentation with two 300cc mentor memorygel breast implants and experienced postoperative bilateral grade iii capsular contracture. As a result, the patient is scheduled to have the implants explanted on (B)(6) 2019. This report is for the left prosthesis.

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. During the explantation procedure, the surgeon implanted like devices into the patient (catalog number 3503001bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). On (B)(6) 2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 1/15/2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, a crease was observed in the anterior view. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).